Event description:
It was reported that; trial threads broke off in trial.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The device was inspected and it was found that the tip of the slide handle was fractured. The fractured piece was stuck in the returned trial. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be more than 3 years old. Conclusion: a root cause of the event is normal wear and tear and extensive use of the instrument. The stryker instrument IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture.

Event description:
It was reported that; trial threads broke off in trial